Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was having periods of low flow a week prior and his temperature was greater than 100 degrees. The vad coordinator instructed the pt to increase his oral intake. The pt's pump powers were elevated over the baseline. A week later, the pt reported that he was having memory issues and his urine was dark. The pt's labs were drawn and his ldh was elevated, his inr was "therapeutic", blood was noted in his urine, and plasma hemoglobin (phgb) was 250. Medication and fluids were administered to the pt. A chest CT was taken and revealed possible poor pump positioning as the outflow graft was noted to be directed either anterior or posterior. The pt's lvad was exchanged three days later. The pt remains ongoing with the new lvad.

Manufacturer narrative:
The pump was returned with the percutaneous lead cut approx 11" from the pump end bend relief and the severed portion was not returned. The inflow conduit and outflow graft were not returned. The pump had been exposed to a fixative. Examination of the pump blood-contacting surfaces found a red, tissue-like thrombus between two of the rotor blades. The thrombus did not show any laminated layering, indicating that it did not form on the rotor. Although the eval could not conclusively determine the origin of the observed thrombus, the thrombus had become denatured and would have contributed to the reported power elevations and increase in ldh. The pump bearings, rotor and blood contacting surfaces were examined under a microscope and no anomalies were observed that would have contributed to a functional issue. The pump was cleaned, reassembled, and functionally tested under normal operating conditions according to our mfg procedure using a mock circulatory loop. The data retrieved from our testing revealed normal pump power consumption comparable to the pump power consumption recorded during the mfg process, and the pump operated as intended. A review of device history records showed no deviations from mfg or qa specs. No further info is available. The MFR is closing its file on this event.